Event description:
It was reported that the right ventricular lead exhibited high impedance and loss of capture. The lead was explanted and replaced. The patient was stable throughout the whole procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.